Event description:
It was reported that the arctic sun device boots repeatedly to an alarm 76 (non-recoverable system error inlet water temperature sensor out of range ¿ low resistance.). Discussed that this was indicative of a shorted t3 thermistor. Stated they would discuss repair option.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed t3. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device boots repeatedly to an alarm 76 (non-recoverable system error inlet water temperature sensor out of range ¿ low resistance.). Discussed that this was indicative of a shorted t3 thermistor. Stated they would discuss repair option. Per follow up information received via phone on 22jul2024, it was reported that no patient involved. Per sample evaluation results on 31jul2024, it was reported that they installed test level sensor, due to reading full.